Manufacturer narrative:
The revision reported was likely the result of infection related to patient conditions. The prosthesis fracture was likely the result of joint laxity, which allowed for the rbk tibial insert to sublux, leading to wear and deformation on the backside of the insert. However, this cannot be confirmed because the device was not available for evaluation. The most probable root cause associated with the reported event of " prosthesis fracture¿ is associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device.

Manufacturer narrative:
Concomitant medical products: optetrak asy hi-flex ps cem fem, sz 4, left (cat# 244-02-04 / serial# (B)(4)). Rbk cem fin tib tray sz 4f/4t (cat# 260-04-44 / serial# (B)(4)). Three peg patella 35mm (cat# 200-02-35 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, patient presented with an infection (MFR# 1038671-2021-00522). The knee was washed out and poly was exchanged. The poly as per the pictures was insitu for 8 years, the rbk peg had broken but this did not affect the performance of the knee and was only found when it was washed out. Patient was last known to be in stable condition following the event.